Event description:
MFR was informed by the distributor that he received a call from the hospital, telling that the excor blood pump was not ejecting well. By phone the hospital was instructed to increase the systolic pressure. But the increase required to reach a complete ejection was 300 mmhg (it used to be in 230 mmhg). The distributor asked the doctor to check the pump carefully. The pt condition was going bad, she had a positive balance despite a furosemide continuous infusion and a pulmonary edema was developed. One day later, the pt was still in bad condition, but the membrane was moving ok, according to the doctor's message. The following day, the pt's condition was worse and the distributor instructed the hospital to exchange the excor blood pump. The exchange of the excor blood pump was uneventful.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from august 07, 2014 to september 29, 2014 (53 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our spec and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was suspected. However, eval of the blood pump s/n (B)(4) is still ongoing.